Event description:
Report received from (B)(6) stating that the device had a damaged hose. The device was not used in surgery. The date of the event is unk. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).